Manufacturer narrative:
Date sent to the FDA: 10/16/2024 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 4/22/2013. (B)(4) submitted for adverse event which occurred on 12/19/2014. (B)(4) submitted for adverse event which occurred on 11/19/2015. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair on (B)(6) 2009 with mesh implanted. It was reported that the patient underwent recurrent ventral periumbilical hernia repair on (B)(6) 2013 during which the surgeon noted omental adhesions to a supraumbilical hernia site. It was reported that the patient experienced bulging around the site causing moderate amount of sharp pain, weight loss, diarrhea, indigestion, and heartburn. It was reported that the patient underwent recurrent ventral hernia repair on (B)(6) 2014. During which the surgeon noted ventral hernia repair mesh had become displaced from the inferior attachment and had pulled up into her hernia defect. There was also omentum within hernia defect. It was reported that the patient underwent incisional hernia repair on (B)(6) 2015. No additional information was provided. No additional information was provided.